Event description:
Approximately five months and three weeks post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other and critical battery alarms. All the batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the batteries have been received and are awaiting further analysis. Product remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Devices were received (B)(4) 2014 and testing completed (B)(4) 2014. Serial number: (B)(4), manufacturing date: 2014-02. Test results: the returned battery passed visual testing but failed functional testing (maccor). During testing, the battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. The root cause of the early depletion of the battery cell pair is being investigated. Logs file available at the time of this analysis do not cover event date. Log file analysis revealed there were no anomalies involving this battery. Serial number: (B)(4), manufacturing date: 2014-01. Test results : the returned battery passed visual and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. This unit was able to communicate with a test-bed setup, giving no indication of a damaged cable. Logs file available at the time of this analysis do not cover event date. Log file analysis revealed there were no anomalies involving this battery. Serial number: (B)(4), manufacturing date: 2014-02. Test results: the returned battery passed visual and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. This unit was able to communicate with a test-bed setup, giving no indication of a damaged cable. Log files analysis revealed that this battery was involved in premature switching events prior to the 25% threshold. While the exact cause of the reported event cannot be conclusively determined, log file data point toward a potential communication anomaly between the controller and the connected battery. This issue is being investigated. Serial number: (B)(4), manufacturing date: 2014-05. Test results: the returned battery passed visual and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. This unit was able to communicate with a test-bed setup, giving no indication of a damaged cable. Logs file available at the time of this analysis do not cover event date. Log file analysis revealed there were no anomalies involving this battery. Serial number: (B)(4), manufacturing date: 2014-06. Test results: the returned battery passed visual and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. This unit was able to communicate with a test-bed setup, giving no indication of a damaged cable. Logs file available at the time of this analysis do not cover event date. Log file analysis revealed there were no anomalies involving this battery. Device history review by complaints engineer: a review of the batteries' manufacturing records and incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. A deviation notice was documented but did not contribute to the reported event. Upon completion of the review, it was concluded that the batteries met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint.